Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01427. The patient received his scs system, including two percutaneous leads, on (B)(6) 2008. It was reported that the patient turned his stimulation off for (B)(6) when he had a cold. When the patient tried to turn the stimulation back on, he stated he did not feel any stimulation, even when turned up all the way. Diagnostic tests revealed low impedance readings on several lead contacts. It was reported that the patient was reprogrammed, but stimulation was ineffective as only one area of the patient's pain could be covered. X-rays were taken and no anomalies were noted. The physician plans to perform intraoperative testing on the lead and ipg to determine the next course of action. The surgery date is currently undetermined; no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.